Event description:
A customer reported experiencing occlusion alarms. The customer's blood glucose level was over 400 mg/dl. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin.